Event description:
It was reported that during implant procedure of this right ventricular (rv) lead, it showed loss of capture and high capture threshold after the helix was positioned. The physician repositioned the lead several times, however, the lead still showed inadequate measurements. As a result, this lead was removed prior to pocket closure and successfully replaced. No adverse patient effects were reported. The lead is not expected to be returned for analysis.